Event description:
The customer reported getting opcheck failures. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The device was evaluated at philips and the system was clarified as the device failed the op check with pacer and ECG equipment malfunctions: the device failed to acquire pads ECG. The issue was localized to a power pca failure. The power pca was replaced to resolve the issue. The device was returned to the customer site after passing all required testing.